Event description:
Pt telephoned for the routine monthly pacemaker check via monitor. Receiver readings produced incorrect values. Pt was instructed to present to clinic for follow-up pacemaker check. Pacemaker battery required replacement. Pacemaker was replaced 12/4/96.